Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Rep left vm. Guidewire broke during case. Complaint form sent per complaint form: on (B)(6), after placing guidewire and screws in l5, the surgeon removed the guidewire and notice a small piece had broken off and was in the vertebral body buried beneath the screw. This was brought to the surgeon's attention at which point he decided there wouldn't be any harm in leaving the small piece.